Event description:
It was reported there was a loss of benefit from stimulation. Upon investigation it was noted that 3 of 4 electrodes had impedances over 4 ,000 ohms. The health care professional replaced the lead and extension. Reason for removal was lead or extension breakage. There was no injury to the patient. Follow up reported the patient was doing well.

Manufacturer narrative:
Analysis of the lead found that conductors were broken at the distal and proximal ends. It was further stated the #2 and #3 conductors were broken at the electrode weld sites. Conductor #0 was broken at the #0 connector weld site. Analysis of the extension found no anomaly.

Manufacturer narrative:
Product ID 7489-10, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type extension, product ID 3093-28, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).